Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced once prior to this event for re-certification. The device has not been previously sent into service for the reported condition. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "pump failure" was confirmed by baxter personnel during product evaluation. The root cause was assigned to the blue slide clamp being left in the channel. The blue slide clamp was removed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of pump failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.